Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to charge the pump despite use of alternate cables. Reportedly, a lot of dirt and debris surrounded the usb port. The customer's blood glucose level was 205 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.